Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited an episode of inappropriate anti-tachycardia pacing therapy. Upon review of the event, it was noted that the supra-ventricular tachycardia rhythm was diagnosed by the device as a ventricular tachycardia episode. The p waves sensed were falling into the post- ventricular atrial blanking period causing the device to sense more ventricle than atrium activity. Programming changes were recommended. No patient symptoms were reported.